Event description:
The pt experienced increased pain. The pt had volume discrepancies at different refill sessions. In (B)(6), the pt stated that the pump had "4cc's left over" and at another refill session, there was "over 7cc's left." The hcp thought that the problem may be related to the pump. His medication was increased by 10% on (B)(6) 2010. Device testing was planned. There were no alarms present. The medication being delivered via the device system was not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).